Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, additional information was not provided.

Event description:
It was reported that the IV tubing set separated. No further information was provided.

Manufacturer narrative:
Patient race is asian. Admitting diagnosis of induction of labor.

Event description:
It was reported from labor & delivery that the IV tubing set separated while infusing IV fluid with pitocin for labor induction. This caused the patient to lose 3 hours of treatment, and required the infusion to be restarted @ 1239 from the beginning. Although induction was restarted, no additional medical intervention was needed to preclude patient harm.

Event description:
It was reported from labor & delivery that the IV tubing set separated while infusing IV fluid with pitocin for labor induction. This caused the patient to lose 3 hours of treatment, and required the infusion to be restarted @ 1239 from the beginning. Although induction was restarted, no additional medical intervention was needed to preclude patient harm.

Manufacturer narrative:
The customer¿s report that the tubing set separated was not confirmed. However, a leak was observed during functional testing. Functional testing shows that the set was leaking from the distal smartsite outlet port during pressure testing. The root cause of the leak is due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error. Device history record for model 2426-0500 lot 20043384 shows that the set was manufactured on 17 april 2020 with a total of (B)(4) units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported.